Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during a surgical lead implant, patient moved and neuromonitoring indicated some neurological deficit in the legs. The procedure was stopped, lead was removed and a laminectomy was performed to alleviate the symptom. The patient returned to baseline activity and there have been no reports of further complications regarding this event. The patient has recovered and may be implanted in the future.